Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 20.5 diopter lens was removed from the patient's operative eye due to a capsular bag break. The doctor did not want the lens to fall to the back of the eye so it was cut out and removed. A vitrectomy was required and the patient left aphakic. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/24/2018. Device returned to manufacturer? Yes. Device evaluation: the product related to the complaint was received in the original folding carton. The lens was cut and a portion of the lens was not returned. Both haptics are distorted; the distortion of the haptics could be related to the removal of the lens mentioned on the initial report (cut out). Based on the product returned and the information received, there is no indication that the cause of the reported event is related to the manufacturing process or quality of the lens. The reported issue could not be verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigations requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.